Event description:
In 2008, the patient's son reported that the patient has been experiencing air bubbles in the insulin cartridge which lead to elevated blood glucose. Most recently the patient's blood glucose elevated to 300 mg/dl and there were air bubbles in the insulin cartridge and the infusion tubing connections. Her normal blood glucose range is 110-120 mg/dl. The son assisted the patient with priming the infusion tubing to remove the air bubbles and she bolused to lower her blood glucose. The patient uses room temperature insulin and does not over-tighten the infusion tubing or adapter. The son states that the adapter had been in use since four months earlier. He was advised to change the adapter with every 10th insulin cartridge change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.